Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and orange/brown foreign material on the port. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during priming of the vitrectomy probe there was no cutting. The vitrectomy probe was exchanged and priming was completed with a new vitrectomy probe. Then during use of the new vitrectomy probe it would not cut. The device makes its normal noises. This is one of two reports from this facility. Additional information has been requested but not received.